Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) ac adapter was not proving power to the controller. The adapter was expected to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis of the returned controller ac adapter (B)(4) revealed that the unit performed as intended, and was able to supply power to a test setup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed. A possible root cause of the reported event may be attributed to a marginal connection between the controller and controller ac adapter. If information is provided in the future, a supplemental report will be issued.